Manufacturer narrative:
Article citation: johnson, lisa, lowry, kathryn et al. Breast implant-associated anaplastic large cell lymphoma with contralateral invasive lobular carcinoma. Radiology case reports. 2020; 2572-2576. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, peri-implant fluid collection; bia-alcl

Event description:
Through journal article ¿breast implant-associated anaplastic large cell lymphoma with contralateral invasive lobular carcinoma¿ a patient was reported experiencing pain, swelling, and peri-implant fluid collection detected via MRI. Ultrasound guided fine needle aspiration of the right peri-implant fluid collection was performed and cytopathologic examination revealed large atypical cd30+ cells compatible with breast-implant associated anaplastic large cell lymphoma; the marker of alk- has not been reported. The manufacturer of the device is unknown. Affected side is right. The device remains implanted.